Event description:
It was reported that an expired 5cc product was used in a surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: device history review indicated all devices accepted into final stock met specifications. Device inspection could not be performed as the reported device was not returned. Conclusion: the likely root cause of the reported event was determined to be user error.

Event description:
It was reported that an expired 5cc product was used in a surgery.